Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg unable to hold a charge. In turn, the patient was issued a replacement charging system. Communication was unable to be obtained with their replacement charging system nor programmer. The patient lost stimulation over time due to being unable to successfully recharge their ipg. As a result, their ipg became inoperable over time and surgical intervention is pending.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.